Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that a clip successfully loaded but did not clip the cystic duct. A backup instrument of the same kind was used. The issue caused the surgical case to be prolonged due to a search for empty clips in the abdomen. All clips were located and retrieved. The procedure was completed. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip failure and fragment falling into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found that the instrument was found to have a bent grips and the tip does not align with the other grip. The clip applier has a bent tip that does not allow the clip to seat properly. The instrument failed the clip test on several attempts. Common causes of the failure mode bent instrument grips -tips are typically attributed to the user. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding clip failure and fragment falling into patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.